Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.